Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon (1): noise on the image (hard to see an object) occurred due to contact failure of 180 connector u (gl982800). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii video system center was displaying an intermittent image during procedure preparation. The initial reporter has confirmed that this event did not result in patient harm. However, they are still pursuing procedure-related details.